Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported he received an error-6 display message and as a result of being unable to test, he experienced loss of consciousness and seizure. The paramedics were called, obtained a blood glucose reading of 17 mg/dl on their health care device, and treated him with a "glucose injection". The customer was reportedly transported to a health care facility where he was diagnosed with hypoglycemia, and although he stated he received treatment, he could not recall the kind of treatment rendered. There was no report of death or permanent impairment associated with this event.